Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cauterization of gall bladder in a laparoscopic cholecystectomy, the insulation started to burn off while they were using. To resolve the issue, a new device was used. There was no patient injury.